Event description:
The customer reported that they woke up with low bgs. The paramedics were called out and treated the customer's bg with glucose tabs and food. The customer was disconnected from the device at the time of call. Also the customer stated that the pump had two different error alarms the day before the event. Assisted the customer to reset their pump. Instructed to review the programming and contact their doctor to confirm the correct basal rates. Suggested to call back the help line for assistance with programming.